Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of extended charge time could not be confirmed in the laboratory. The device was tested on the ben ch and was found to be normal. No anomaly was detected.

Event description:
It was reported that the patient presented to the hospital after receiving shocks. Inappropriate therapy due to oversensing of noise was observed. The device was explanted due to long charge time.